Event description:
It was reported that they stated that the arctic sun device had a bad "tube" as they were not able to fill. They checked diagnostics and even with the fluid delivery line was disconnected the inlet pressure was -12.1. It was discussed that was indicative of a failed pressure transducer. The device was under warranty, and it was explained they would ship a loaner and that device would be returned for warranty repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause was determined to be a failed pressure transducer. The device was evaluated upon receipt. Confirmed pressure transducer reading -12.8 with the circulation pump at 0% power. Replace the pressure transducer assembly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.